Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench handling, and power cycling without duplicating the report. An internal inspection resulted in no findings. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device log showed the logs were cleared prior to receiving the device for evaluation, therefore, the reported problem was unable to be confirmed via the device logs. No trend is associated with reports of this type.